Event description:
It was reported that while loading the nc trek balloon dilatation catheter on the wire, the delivery shaft broke into 2 pieces. The device was removed from the wire without issue. There was no clinically significant delay in procedure and no adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned nc trek dilatation catheter noted contrast visible in the inflation lumen and the balloon was tightly folded, suggesting that the device was prepared for use. The analysis confirmed that the hypotube was separated, as reported. There was also a kink in the hypotube near the separation and a kink proximal to the guide wire exit notch. However, as the additional kinks were not originally reported in the case description, this damage may have occurred during the procedure or from further handling as the device was packaged for shipment back to abbott vascular for analysis. Potential factors that can contribute shaft separations include, but are not limited to, damage during manufacturing, materials, removal technique from the packaging, handling, and/or interaction with accessory devices or insufficient support while advancing the catheter over the guide wire. As there was no report of any damage observed during inspection prior to use, this suggests that the damage to the shaft occurred during attempted advancement, as reported. The fracture faces of the separation were ovaled, indicating that the hypotube had kinked/bent prior to fracturing. Kinks or bends in the shaft can then lead to weakening of the shaft material such that subsequent application of force or further handling (kinking, straightening, kinking) can result in the eventual fracture of the hypotube. In this case, it is possible that the device was inadvertently mishandled during advancement such that the shaft became kinked and ultimately separated, however, this cannot be confirmed. Based on the information provided and the analysis of the returned product, a definitive cause for the reported separation could not be determined. A review of the lot history record for the reported lot did not reveal any associated nonconforming material records that would have contributed to the reported hypotube separation. A query of the complaint-handling database was performed and revealed no other incidents reported for shaft detachment/separations from this lot. All dilatation catheters are visually inspected for kinks during the manufacturing process. Additionally, a sampling of units is destructively tested to verify shaft integrity and tensile strength.